Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the consumer who reported that the empty pump occurred in the last few months. It was clarified that the patient intentionally let the pump run dry, because she was disgusted with trying to use the external personal therapy manager. When the pump ran totally dry, the patient's skin got all screwed up and she had a terrible headache. The patient had notified the managing physician in (B)(6) 2015 and (B)(6) 2016. The patient had replaced the batteries in the external personal therapy manager in an attempt to resolve the empty pump. Currently the empty pump and beeping was not resolved. It was noted that the patient's pump contained morphine.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the 61 year old female patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for spinal pain. The concomitant medications and patient history were not reported. The patient reported that she was very dissatisfied with the pump therapy, where she ran the pump dry and it started to beep at her. No patient harm reported. If the managing physician had been notified of the empty pump, drug contained in the pump, date the pump ran dry, and if she had since gotten the pump refilled remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.